Event description:
Event description guidant received information that this pacemaker patient intermittently experienced slower than expected pacing rates. The ventricular lead displayed increasing threshold measurements and it was determined that the lead was intermittently unable to capture the myocardium.